Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient underwent total knee arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2014 due to an alleged nickel allergy and loosening of the tibial and femoral components. During the procedure all metal components were removed and replaced with ceramic competitor components. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. Initial reporter. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that a patient underwent total knee arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2014 due to an alleged nickel allergy. During the procedure all metal components were removed and replaced with ceramic competitor components. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.